Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer stated that the error alarm occurred during a correction bolus. Customer does not recall any significant events leading up to the motor error alarm. Blood glucose level was 223 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.